Event description:
The account alleges that during a venous stent procedure, the catheter tip detached and migrated to the heart. This occurred during the cross over to assess the opposite side of the patient prior to placing the stent. The patient was admitted to the hospital.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint is confirmed. The connection between the black tip and purple catheter appeared damaged and frayed and the fusion between the two parts was incomplete. The tip detachment likely resulted from a combination of human error and machine settings, and the frayed section seems to be due to manufacturing. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot were identified.